Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. A cartridge was performed to address the issue and insulin drips were not observed to be dripping out of the infusion set tubing or cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose level was 127 mg/dl.